Manufacturer narrative:
Intuitive surgical, inc. Received the endowrist 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported complaint "stapler not firing." The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No physical damage was observed. The root cause is no problem detected. Additional fa findings that were not reported by site were also identified. The instrument was found to have a reload recognition failure based on log review and during in-house testing. Electrical continuity test was performed and passed. Visual inspection was performed and there were no loose staples observed in the jaws. Root cause of reload recognition failure is not determinable/applicable. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an isi advanced failure analysis (afa) engineer and the following was observed: while a tool sensor error and a stapler cartridge message were recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: it was reported that the stapler could not get clamped, it would only go up to 90% clamp, then stop. The surgeon said that the instrument jaws were partially stuck halfway but not stuck on tissue and he was able to remove the instrument ¿just fine¿. No medical intervention was required as it was confirmed that there was no torn spleen tissue, spleen injury, or any other adverse impact to the patient. Although there was no patient injury reported, if the event were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure the endowrist 45 stapler ¿clamped up to 81 percent and then stopped functioning; would not fire, after the 15 second countdown.¿ surgeon opted to discontinue use of the endowrist 45 stapler and proceeded with a lap stapler. On 09-dec-2020 intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s clinical supervisor. The clinical supervisor reported the spleen tissue was torn due to the stapler instruments being half-way sealed, and then they had to pry the instruments open to get it off the tissue. Blood loss was noted to be less than 750 ml. When the surgeon started to clamp down, they received an invalid message and the surgeon does not know what caused the issue. The surgeon did not encounter any obstructions between the jaws and no buttress material was used. The tissue was not calcified nor exposed to any radiation or chemotherapy prior to procedure. There was no tissue tension or bunching. On 14-dec-2020 isi obtained the following additional information from an isi clinical sales representative (csr) who spoke directly with the surgeon, regarding the reported event: the surgeon confirmed that there was no injury to the patient¿s spleen; there was no report of spleen tissue damage and/or additional bleeding. The stapler instrument just: ¿couldn¿t get clamped, it would only go up to 90% clamp, then stop¿. The surgeon said that the instrument jaws were partially stuck halfway but not stuck on tissue and he was able to remove the instrument ¿just fine¿. No medical intervention was required as it was confirmed that there was no torn spleen tissue, spleen injury, or any other adverse impact to the patient. There was no additional or unexpected bleeding. The surgeon applied a backup laparoscopic (lap) stapler to complete the procedure robotically with no report of patient injury. The patient was reported as doing well.